Event description:
Trimed received the following report on (B)(6) 2018 from trimed sales member located in the united states, regarding the drill 4.0, 220mm cannulated: during an intra-operative procedure, it was discovered that the drill 4.0, 220mm cannulated (drill-4.0/220c) had malfunctioned. The surgeon used a replacement drill which had the same outcome. The surgeon then used a third drill to successfully complete the surgery. This incident did not cause any further harm to the patient. This is the first time this type of malfunction has been reported, for the drill-4.0/220c, to trimed.

Manufacturer narrative:
Testing was completed for drills from the same lot and the actual device was evaluated.